Manufacturer narrative:
No lot number is available.

Event description:
Event description: the sales representative reported that during an open reduction internal fixation (orif) procedure surgiflo was used, some of the patient's blood was salvaged and processed through a cell saver, and the processed blood was returned to the patient. The device is not available for return. Note in file: as per rep: "the surgical team was concerned that the blood may be contaminated with the particles of surgiflo cell saver."